Manufacturer narrative:
(B)(4).

Event description:
It was reported by a health care provider that a pump was removed because the pump was standing on edge. The pt had complaints of low back pain shooting into her right leg. She also had swelling with pain in her lower legs and feet, alternating constipation and diarrhea with rare incontinence. Other symptoms include dry mouth, bloody stool, stomach cramps, muscle aches, facial flushing, headache, numbness, depression, anxiety, questionable blood clots and phlebitis. The pump contained bupivacaine, mso4, and baclofen. Add'l info will be reported if it becomes available.